Event description:
Customer reports bacterial contamination.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Customer reports they sent water samples for testing and came back positive for bacterial contamination. Customer then ceased communication and investigation was not possible.